Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that they were unable to complete the load step due to a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: a review of the pump history showed a call service alarm related to the event was recorded. During investigation, no alarms occurred. The pump was opened and no internal defects were found. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. Also unrelated to the complaint, evaluation revealed that the down arrow and contrast keypad buttons were intermittently unresponsive. The ok and up arrow buttons responded appropriately to button presses. The keypad was found to be fully intact; no damage was observed. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts. The issue of the pump not being able to perform the load step due to a call service alarm was confirmed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.